Event description:
During a cholecystectomy procedure on the 13th firing a piece of the cam came off of product and fell into pt. The piece was retrieved. Was able to complete procedure w/device. Device used under normal application, not performing cholangiography. No pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time. 510(k) number is k050344.